Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services. The local representative reported that pocket site dehiscence was observed. The local representative commented that this had occurred at the xiphoid incision was had been successfully treated. The pocket site was oozing and the device is now visible. The patient is scheduled for system extraction. The patient was presented back to the electrophysiology (ep) laboratory the following day. The subcutaneous implantable cardioverter defibrillator (s-ICD) device and electrode were explanted due to a potential infection. A life vest was prescribed and the physician may implant a transvenous system at a later date. The physician inquired about the incidence of allergy with s-ICD systems and if a hypoallergic pouch exists.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services on april 20, 2018. The local representative commented that this patient may have an allergy to the device. A list of materials was sent to the physician. A material list has been sent to the allergist. The allergist would like samples of the system for testing purposes. The patient does have an allergy to silicone. A list of dynagen and reliance x4 materials list are needed. A list of materials was sent to the local representative via e-mail.